Event description:
It was reported that the device had a power on reset (por), which was subsequently cleared via the programmer. The device remains in use. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged in address "1c bb" on (B)(6) 2010. This coincides with the timestamp of the install of ramware version 8.

Event description:
It was reported that the device had a power on reset (por), which was subsequently cleared via the programmer the device remains in use. No patient complications were reported.